Manufacturer narrative:
Section b5 was updated. Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. However, the photographs were reviewed and revealed that the insert's post broke off and device discoloration. The clinical/medical investigation concluded that, per complaint details, a revision was performed almost 6 years post implantation due to a fractured insert. The primary construct components are unknown. No additional clinical documentation has been provided as of the date of this medical investigation, therefore, a device malperformance cannot be confirmed. Definitive contributing clinical factors cannot be concluded with the limited information provided. The current patient health status is unknown and impact beyond the reported post-fracture with revision cannot be determined. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review for journey bcs ii system concluded that there are no prior actions related to this product and the event. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, and product prints could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4). Section d1 was corrected.

Event description:
It was reported that, after surgery had been performed on (B)(6) 2018, the patient experienced a fracture of a unknown journey ii bcs knee insert. This adverse event was solved by revision surgery on (B)(6) 2024, in which the insert was removed. The patient's current health status is okay.

Manufacturer narrative:
Internal complaint number: case (B)(4).

Event description:
It was reported that, after surgery had been performed on (B)(6) 2018, the patient experienced a fracture of a unknown journey bcs / journey ii bcs knee. This adverse event was solved by revision surgery on (B)(6) 2024, in which the insert was removed. It is unknown the current health status of patient.